Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the unspecified timing, when the cavity pressure was set at 13 mmhg and the flow rate was set at 45 l/min, the speed of the insufflation was slow. And when the flow rate was about 8 l/min, the cavity pressure would slowly drop to about 6 mmhg, and the speed of the insufflation was slow. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that the reported phenomenon was attributed to the following. - the pressure could not be controlled due to the temporary malfunction of the pressure sensor. - the reported phenomenon might occur due to the influence other than the subject device, for example patient¿s condition, connection condition of the devices, or other devices.